Event description:
The customer reported an issue with missing pixels on the pump display, which affected their ability to read certain parts of the screen. Despite the issue, there was no adverse impact on the customer¿s blood glucose levels. Technical support arranged for the pump to be replaced, while the customer continued using the current pump. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump within 10 days using a pre-paid label.